Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified (damaged usb pins).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. While attempting to load a new cartridge to troubleshoot, a cartridge alarm 1 and a cartridge change error occurred during the load sequence. Additionally, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose level was between 66-172 mg/dl. The customer reverted to an alternate method of insulin therapy.